Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Staff was setting up case where 2 hemopro 2 kits were opened on the same table. When the hand piece was inserted through the lumen of the cannula a hair came out of the lumen on the jaws. Everything on the table was considered contaminated so the other kit was also considered contaminated. Staff reset up with new table and kits. No patient involvement.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Corrected sections: h-6 device codes. Internal complaint # trackwise #(B)(4). Autonumber # (B)(4). A photographic inspection was conducted. Hair was observed to be present on the jaws and shaft tip of the harvesting tool. It is not possible to determine when the hair was introduced into the device. The hp2 device and cannula were returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. There was no sign of blood observed on the cannula, c-ring at the distal part, and cannula handle. The c-ring was completely intact. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. A visual inspection was conducted on the hp2 device. The heater wire was observed to be flexed at the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. The silicone insulation was observed to be intact. On microscopic inspection, thin white thread like strips were observed on the tip of the jaws, which appears to be shavings from the cannula lumen tunnel, there were no traces of hair on the harvesting tool jaws. Based on the photographic evaluation the reported failure mode "contamination/decontamination problem" was confirmed. It is not possible to determine when the hair was introduced into the device. This device was shipped out under sterile conditions. The lot sterilization inspection forms and the lot DHR was reviewed. No nonconformities occurred during the sterilization process. There were no non-conformities observed in the DHR. The lot conforms to all the requirements and specification. Based on the returned condition of the analyzed failure modes material twisted/bent and peeled; cannula were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Staff was setting up case where 2 hemopro 2 kits were opened on the same table. When the hand piece was inserted through the lumen of the cannula a hair came out of the lumen on the jaws. Everything on the table was considered contaminated so the other kit was also considered contaminated. Staff reset up with new table and kits. No patient involvement.